Event description:
It was reported that at the implant procedure, the device longevity bar was found to be grey and an error message was displayed that indicated that the device was in a cold place. It was put in a warm place and interrogated four days later but the longevity bar was still greyed out. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A green bar was observed on a programmer desktop demo.